Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e full initial reporter phone number: (B)(6).

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that reportedly leaked an unspecified drug/infusate on or from the filter vent (while the vent cap was closed) during a patient's infusion. There was no human harm with respect to the complaint/event.

Manufacturer narrative:
Received one used list #14687-15 primary plum set for complaint investigation. There was no damage or anomalies noted on the set. The returned sample was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion of 300 ml at 400 ml/hr was run replicating clinical use. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. No leakage was observed. The complaint of leakage on filter vent with vent with cap closed cannot be confirmed on the used list #14687-15 primary plum set. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.